Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-8973l-38-180 arthrex fibulock nail talons never deployed. This was discovered during a fibulock nail procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 10/23/2024: this was discovered while the nail was already in the patient. Nothing broke off in the patient. The case was completed using an ar-8973l-30-180 arthrex fibulock nail, a smaller nail. The case was only delayed long enough to get the nail. Additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes improper surgical technique. According to the fibulock® fibular nail system surgical technique. Actuate the talons: step 9. Confirm the outrigger is positioned lateral prior to actuation. Remove the impactor cap. Insert the actuation driver. Hold the outrigger while actuating to prevent rotation. Turn the actuation driver until it ¿clicks¿ to deploy the talons. The talons may not deploy fully in a tight canal. Do not rotate the nail after talon actuation. K-wires can be placed through the outrigger to control rotation provisionally. 3 mm nail talons expand to 5 mm 3.8 mm nail talons expand to 6 mm. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was received.